Event description:
The complainant reported that during impella 5.5 support for 55-year-old male patient, an air in purge system alarm occurred followed by purge pressure high, and ultimately impella stopped motor current high. The purge cassette was replaced but the issue did not resolve. The impella 5.5 was explanted and another impella 5.5 was placed. There was no reported patient harm.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation for the high purge pressure and the saturated flow has been completed. There were no data logs returned but the product was returned. The pump was returned for evaluation. Upon functional testing, the high purge pressure and pump stop were reproduced and there was biomaterial found in the purge gap as well as in the purge line indicating blood ingress into the motor. This blockage that caused the high purge pressure led to the high motor current pump stop. There were no "air in purge" alarms when attempting to purge the pump. The sidearm was cut and pressurized and no leaks were reproduced. There was no problem found regarding the purge leak - pump. The root cause of the pump stop was due to biomaterial.